Event description:
Device malfunction: unable to cross the target lesion, premature deployment at an unintended site, dislodged stent. Time of malfunction: during stent delivery system retraction. Ae: stent embedded in an unintended site. Time of ae: during the procedure. It was reported that during an attempted stenting procedure of the left common femoral artery, the physician advanced a non-abbott guiding sheath to the left common iliac artery (lcia). The omnilink stent delivery system was advanced through the guiding sheath to the lcia and forward without the guiding sheath to the target lesion (left common femoral artery). The physician was unable to cross the target lesion with the omnilink. The physician attempted to retract the omnilink back into the guiding sheath, as he pulled it back, the stent dislodged off the balloon and landed in the lcia. He attempted to snare the dislodged stent, but was unsuccessful. The physician embedded the stent into the vessel wall using another omnilink stent. The procedure was aborted at that time without treatment of the target lesion. There were no patient symptoms throughout the procedure. No additional information is available.